Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician inserted the introducer needle and then noticed the needle hub was cracked. Another cvc set was opened to get a new introducer needle. The cvc was successfully inserted. No patient harm was reported.

Event description:
It was reported the physician inserted the introducer needle and then noticed the needle hub was cracked. Another cvc set was opened to get a new introducer needle. The cvc was successfully inserted. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.